Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery alarms were noted. The insulin pump was received with minor scratches on the display window. The battery icon display worked properly. No unexpected battery icon anomalies were noted.

Event description:
It was reported that the insulin pump kept alarming low battery alarms everyday. The blood glucose reading was 119 mg/dl. A replacement cap did not resolve the issue. The customer stated that the battery did not last for longer than a week. Advised replacement of the insulin pump. Nothing further reported.